Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that stations were on critical override. A technical support specialist (tss) accessed the server and started the bd data synchronization service. The tss navigated to server, settings, devices and observed that most of the stations were not on critical override. The tss contacted the user for an update, and the user confirmed that all stations were back to normal except for those that were offline. The user provided the contact number for another user associated with scinfm5328. The tss called the user and obtained permission to access the station. Upon accessing the station, it was found to be in temporary non-profile mode with a failed hardware status. The tss disabled the temporary non-profile mode. The tss then accessed the station database and ran a query to identify the drawer that triggered the failed hardware alert, which was scinfm53_main drawer 2.1. The tss contacted the user again, who checked the drawer and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server system stations oncritical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.